Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough investigation could not be completed as no lot number was provided. It appears from the x-ray the implant is fractured on the right side. The x-ray also shows there were only pedicle screws placed on the right side of pt because of pt anatomy, a typical construct would have pedicle screws on both sides. The exact cause of the fracture cannot be determined. No eval could be performed as the implant remains in the pt.

Event description:
It was reported to globus that during a six week follow up, it was discovered the implanted cage had fractured. The initial surgery date was (B)(6) 2014. There is no revision surgery scheduled as the pt has no symptoms.